Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. Reportedly, the patient had a blood disease that cause atrial fibrillation and infection. A revision was performed and the ICD along with the right ventricular (rv) lead, right atrial (ra) lead and previously capped lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).